Manufacturer narrative:
Age/date of birth: average age. Sex: majority gender. Event date is literature article published date outcomes of endovascular treatment and open repair for renal artery aneurysms: a single-center retrospective comparative analysis j vasc interv radiol (2018) volume 29, issue 1:62¿70 10.1016/j.jvir.2017.08.020. If information is provided in the future, a supplemental report will be issued.

Event description:
This article aimed to compare outcomes of endovascular repair and open repair in treatment of renal artery aneurysms (raas) through a retrospective analysis of 93 raas in 86 patients treated from january 2002 to december 2015. The endovascular group (52 raas in 45 patients) involved the use of stent assisted coiling in 28 cases. One of the stents included in this group was the everflex self-expanding peripheral stent. Complications in the endovascular group included 7 patients with postembolization syndrome, 1 with urinary tract infection, 1 with I n-stent thrombosis, and 1 with segmental kidney infarction. Postembolization syndrome was defined as a combination of fever, leukocytosis, abdominal pain, nausea, and vomiting. Patients with postembolization syndrome were treated with intravenous antibiotics, analgesia, and rest. The other complications were treated with conservative medications. No endovascular patients required reintervention within 30 days. Mean follow-up time was 49.9 months for the endovascular group. No deaths and no cardiac and respiratory complications occurred in the 2 groups during the follow-up period. A total of 7 kidney-related events occurred in the endovascular group, including reperfusion of the aneurysmal sac at 42 days and at 2 months, renal hypoperfusion, ipsilateral kidney atrophy, and segmental kidney infarction. None of these patients experienced a significant decrease in renal function. The patient with aneurysmal sac reperfusion at 42 days was treated with coil embolization and developed segmental renal infarction at 10 months, whereas the other patients were managed conservatively (antihypertensive medications and close follow-up. There was no significant difference between the 2 groups with regard to the incidence of kidney-related events. These complications were thought to be procedure related, although no obvious thrombosis or embolization of renal arteries was detected. In conclusion endovascular treatment may have similar perioperative and follow-up outcomes when compared with open repair. Patients in the endovascular group demonstrated a significantly shorter operative time and significantly less estimated blood loss compared with patients in the operative group. The in-hospital mortality was 0% in both groups. Overall complication rates did not differ significantly.